Event description:
It was reported that the right ventricular (rv) lead was explanted due to high capture thresholds. Subsequently, a new rv lead was implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Only the proximal segment of the lead was returned. The setscrew marks were in correct location on the terminal pin. An extracting stylet was returned stuck in the tip section of the lead. The proximal end of the distal spring electrode is separated from the insulation. Tears in insulation was likely caused during explant damage. The helix was extended and bent. Dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high capture thresholds. Subsequently, a new rv lead was implanted. No additional patient adverse effects were reported.